Event description:
A double lumen PICC was removed in the outpatient infusion center on (B)(6) 2019 due to leaking at the white end port where the extension line connects to the end hub.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 2-lumen PICC catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. The distal end of the catheter body was separated and had smooth edges, indicating that the catheter was intentionally cut. After the catheter failed functional testing, it was microscopically examined. A small separation/hole of the proximal extension line (white hub) was found adjacent to the luer hub. The returned catheter body was trimmed to 421mm from the juncture hub. The length of the proximal extension line measured 2.18", which is close to the nominal value of 2.10" per catheter product drawing. The outer diameter of the proximal lumen measured 0.0937", which is within the specification limits of 0.093"-0.097" per the extension line extrusion product drawing. The inner diameter of the proximal lumen measured 0.058", which is within the specification limits of 0.055"-0.059" per the extension line extrusion product drawing. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing both extension lines with water. The proximal extension line leaked out of the hole when pressurized. A manual tug confirmed both extension line bodies were secure within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The proximal extension line was partially separated/had a hole adjacent to the luer hub. The catheter met all dimensional specifications and device history record review was completed with no relevant findings. The probable cause of the damage was unable to be determined based on the sample provided. A CAPA was initiated to further investigate the complaint issue of the extension line leak/hole adjacent to the luer hub. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
A double lumen PICC was removed in the outpatient infusion center on (B)(6) 2019 due to leaking at the white end port where the extension line connects to the end hub.